Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was recommended for replacement. No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.